Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. The battery compartment was noted to be cracked and the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-apr-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged. The battery cap contact height and width measurements were found to be within specification. The pump powered on with audible tones and vibration, however, the display was blank. Further testing was not able to be performed due to the blank display. The complaint of a power issue was not duplicated during investigation. Unrelated to the power issue, evaluation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed causing the blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction: ¿ the battery cap was unable to be tightened per instructions for use. It was previously reported that the battery cap was not able to be removed from the pump.